Event description:
A distributor reported an issue with a pump battery that would not charge, and the customer confirmed the pump screen was dark and unresponsive. There was no confirmation whether the charging issue affected the customer's blood glucose levels. The customer attempted to charge the pump using different wall outlets and adapters, but the issue persisted, leading technical support to decide on replacing the pump. While a replacement pump was provided, the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuity of insulin delivery until the new pump arrived. The customer was also guided to put the malfunctioning pump into storage mode before returning it with a prepaid label.